Event description:
This is the first report of three from the same facility and same physician. "I was very used to the integra system, the only ones we used at (B)(6) where I trained. However, in the past 3 years since I came to (B)(6), I noticed a very high, almost 50%, rate of the guide wire stuck inside the lumbar drain catheter when trying to remove the guide wire after the catheter had successfully entered the intrathecal space. If trying to remove the wire, it would unravel and strip. This had "never" happened before when I was at (B)(6). This problem had compromised patient care significantly, and is a huge safety concern." "I had tried lubricating both the outside and inside (lumen) of the catheter with sterile saline, to no avail. In the last consecutive 3 cases I used the catheters, the guide wires universally got stuck despite the saline lubrication." The only thing, from the outside, that I could tell from the packages I used at (B)(6) was that the packaging looks different, smaller and may be a few non crucial parts short. This problem, as I said, has spanned across the 3-year period I have been here so may not be limited to a particular batch." Additional information received on (B)(6) 2015 from the neurosurgeon was as follows; the issues are always found during insertion. Reason for the use: for lumbar drainage for surgical management. Procedure was hindered, at least. There was no injury reported with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.